Event description:
Customer reported devices = "hi", second test ="hi", and third result = 553 mg/dl. Customer called paramedics. Customer was rushed to the hospital. Hospital device = 164 mg/dl which is 1 hour from third device result., customer was given an IV and orange juice. Customer was released one hour later. No controls were used. A request was made for return product and replacement product sent.